Event description:
Subsequent to the initial medwatch report, additional information indicated that the vessel was a common femoral artery. Hemostasis was initially achieved with the device; however, the patient had a small retroperitoneal bleed a few hours after the procedure. The patient was treated with a transfusion for the retroperitoneal bleed. The physician is reportedly trained in the use of the prostar device. No additional information is available.

Manufacturer narrative:
(B)(4). Although patient weight was not provided, the patient was described as overweight. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a prostar device after an abdominal aortic aneurysm interventional procedure. Reportedly, when the sutures were tightened there still was oozing. A small retroperitoneal bleed was detected. The treatment for the retroperitoneal bleed was not reported. The method of achieving hemostasis was not provided. There was no reported adverse patient sequela. The patient's hospital stay was extended. It is unknown if the physician is trained in the use of the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. Estimated date of occurrence.